Manufacturer narrative:
Investigation was completed. The root cause was related to the membrane. The membrane was replaced and the device was returned to the customer. (B)(4).

Event description:
A report was received from the USA with info stating that the down arrow button on the front panel of the ventilator was unresponsive. The device was reportedly not in use on a pt when this event occurred. The date of the event was not provided,